Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 312.350, lot # 9272477: manufacturing site: (B)(4), manufacturing date: 26. Jan. 2015: no non-conformance reports (ncr's) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the double drill guide sheared off. The drill guide broke into two parts, both parts were retrieved. Reportedly there was no patient impact. The procedure was completed by using an alternative instrument. This report is for one (1) 2.7mm/1.25mm double drill sleeve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The evaluation has shown that the 1.25mm guide sleeve is broken off as complained. The manufacturing documents were reviewed and no complaint related issues were found. This double drill guide was manufactured in january 2015 with a lot size of 30 pieces and we are not aware of any other complaint for this article- and lot number. The visual inspection of the fracture face at the soldering point has shown that the filler material was applied as required. Based on these findings we exclude and manufacturing related issue. Based on the provided information the exact root cause cannot be defined, as it is unknown how or when the sleeve broke off. There are some clearly visible stress marks above and next to the fracture face, these marks are an indication for a mechanical overload by an excessive contact with another instrument/tool. Outer diameter guide tube checked and found to be within the specification per relevant drawing. Cutout cannot be checked due to remaining filler material. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.